Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user's/ patient's daughter contacted lifescan (lfs) alleging an "inaccuracy issue" with the one touch ultra2 meter. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to contact the patient to obtain additional information. The mas mailed a letter to the patient on september 24, 2008. The reporter stated that the alleged issue began on original date at 2 pm. During that time, the patient reportedly obtained a reading of "229mg/dl" on the subject meter, which when compared to the reading of "32mg/dl" on the emt meter was "inaccurately high." The reported readings were obtained in an hour apart. The patient did not take any actions following the reported issue. The reporter stated that after the reported issue, the patient reportedly "was not responding" (time not specified) and the reporter called for the emergency services. It is not known whether the patient self treated after obtaining a reading of "229mg/dl" on the subject meter. On the same day, after an hour of the reported issue, the patient received assistance from the emergency services and tested "32mg/dl" on the emt meter. The patient reportedly was treated with "IV glucose." The reporter was told to "give her food and to call lfs because the meter was not working properly." During the troubleshooting, the cca noted that the patient was obtaining blood samples from her fingers. The patient's testing technique was reviewed to be correct and she was also cleaning the puncture area properly. The meter was set to the correct unit of measurement and the reported result was verified in the subject meter's memory. However, it was noted that the code number did not match on the patient's meter to the test strips she was using. At the time of troubleshooting, the cca was able to assist the patient with changing the code number on the meter. It was noted that the results fell within the range, when a control solution test was done. The reported issue was resolved. Replacement products were sent to the patient. It would have been helpful to know the following information: when the patient typically tests the blood glucose during the day, the diabetes management regimen, and the onset/time of the reported symptoms and the medical intervention. In addition, it would have been helpful to know whether the patient self-treated after she reportedly obtained a reading of "229mg/dl" on the subject meter. There is no evidence indicative of a meter malfunction because it was noted that the subject meter was not coded with the test strips she was using. The reported issue was resolved through troubleshooting. This complaint is being reported because after the reported issue, the patient reportedly "was not responding", tested "32mg/dl" on the emt meter and was treated with "IV glucose", which could be suggestive that the patient might have experienced a hypoglycemic episode.